Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient experienced discomfort with the ins and that it was the reason why the ins and the lead were removed. It was also stated that the ins was removed with no difficulties and the area where the leads were located with no gross alterations or lesions. And both the leads and ins were removed with no evidence of retained material or bleeding. It was further stated that patient was in stable condition. No further complications were noted or anticipated.